Event description:
It was reported that patient experienced inability to detect sensor, manual cable adjustment to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any further actions or resolution.